Event description:
It was reported that the ilet device housing opened and exposed internal components, based on a photo provided by the user to the healthcare provider. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview and request for product return and evaluation. Investigation of this case revealed evidence of physical damage to the device enclosure as observed in user-provided imagery, with no associated alerts or alarms reported. It was concluded that the event involved a hardware enclosure failure with no reported clinical impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.